Manufacturer narrative:
The specimen was collected in a 4ml bd vacutainer tube. Qc is run once per day and was within acceptable limits before the event. Qc run after the event was outside assay limit. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced multiple parts. The fse bleached the baths and apertures, and decontaminated the instrument. The fse verified the instrument's performance. Although multiple parts were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
The act diff analyzer generated low hemoglobin (hgb) result on a patient sample. The patient was sent to the local hospital for a blood type and cross-match and to have the cbc redrawn and rerun. The redrawn specimen recovered higher hgb result than the corresponding result from the act diff instrument. The patient received 2 units of blood; however, the customer stated that the patient required the blood transfusion regardless the low hgb result obtained. Based on available information, the physician determined that the transfusion was necessary.